Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the therapy was reprogrammed and it was not effective. There were no known factors that led to the issue. The device was explanted and the patient was going to be implanted with a pump. The issue was reported to be resolved. No further complications were reported.